Event description:
The fse reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report if injury or death associated with this event.

Manufacturer narrative:
A ge representative contacted the customer by phone and directed them in repairing the system. The customer replaced the fuse on the table sensor pcb. The system operates as intended and was returned to service.